Manufacturer narrative:
No product was returned for evaluation, lateral films confirm the screw back out. The type and root cause of the infection could not be confirmed. "...potential adverse events and complications - potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)¿" "...important: prior to locking bone screws into the plate, ensure that all bone screws are inserted (driven) 75% into bone prior to final tightening. Failure to do so may reduce the chance of properly locking the bone screw into the plate construct...." "...the correct trajectory of the screws helps to ensure proper screw placement and lock. ¿"

Event description:
On (B)(6) 2020 patient underwent a lateral interbody fusion corpectomy procedure. On a unknown date it was discovered that the patient had an infection that was seemingly localized by a screw in the construct. When brought in to address the infection it was discovered that there was a screw backing out. A revision procedure was performed on (B)(6) 2020 where a wash out was performed and the backed screw was removed posteriorly after resecting a rib.